Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact needed assistance making a "lunch time" setting to change the carbohydrate ratio. Reportedly, the customer's blood glucose (bg) level was going low during lunch. The customer reported a blood glucose level of 59 mg/dl, which was treated with fruit snacks. Tandem technical support assisted the customer with the requested changes to the settings.